Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed with no defects found. The sample was tested underwater at 0.56 bar for leakage with no defects found. The reported malfunction was not confirmed. Root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. Therefore, the reported condition cannot be confirmed and an assignable cause cannot be determined. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. The device associated with this event is unknown. Therefore, a 510k number will not be provided.

Event description:
A customer reported to baxter (B)(4) a solution administration set in which a separation occurred. According to the report, the tubing separated from the drip chamber. It is unknown when the event occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.